Manufacturer narrative:
The returned blocker was inspected and was found to have a fractured thread on the bottom. Device and complaint history records were reviewed for this lot, no relevant manufacturing issues or similar complaints were identified. The xia surgical technique guide was reviewed and the following was found relevant: use the anti-torque key and the torque wrench or audible torque wrench to final tighten the blockers. The anti-torque key must be used for final tightening. The anti-torque key performs two key functions: allows the torque wrench to align with the tightening axis. Helps to maximize the torque needed to lock the implant assembly. The torque wrench indicates the optimal torque force that must be applied to the implant for final tightening. Line up the two arrows to achieve the final tightening torque of 12nm. If using the audible torque wrench, the blocker is completely tightened to 12nm when the audible torque wrench clicks once. Extra caution is advised in the following cases: the rod is not horizontally placed into the screw head. The rod is high in the screw head. An acute convex or concave bend is contoured into the rod. Due to the fracture observed on the blocker, the most likely cause of the reported event was determined to be excessive torque during final tightening. The tulip deformation and disengagement observed on the returned screw also indicates excessive torque was applied during final tightening. Use of excessive torque may damage/deform the tulip head and contribute to the observed threading fracture.

Event description:
It was reported that while repositioning the hardware at l1, the tulip of the xia deformity long arm polyaxial screw at s1 disengaged from the shaft intra-operatively. The left s1 screw was removed and replaced. The procedure was completed successfully with an unknown amount of surgical delay. No adverse consequences resulted from this event. Upon completion of the investigation, the returned blocker was determined to be fractured at the thread. This record captures the xia 3 titanium blocker.